Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while customer was wearing the pump under an undergarment with the vents against the skin, an altitude alarm occurred. Customer's blood glucose level was 130 mg/dl. Contact reported that customer was ultimately able to clear alarm and resume insulin delivery prior to contacting tandem technical support.